Event description:
Per the clinic, the patient experienced a lack of osseointegration (date not reported) resulting in fixture loss.

Manufacturer narrative:
(B)(4). Device is not available for analysis.